Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the programmer was thoroughly analyzed. Laboratory testing confirmed the reported observations. The programmer displayed black screen upon boot up. The analysis result found a lower half defective inverter with no output. Also, the inverter cover was melted due to defective inverter. The inverter and inverter cover were replaced.

Event description:
Boston scientific received information that the programmer displayed dark screen despite rebooting was performed. The programmer remains in service. No adverse patient effects were reported.